Event description:
It was reported that prior to placing the dialysis catheter, the tunneler allegedly broke. Another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the sample evaluation confirmed a broken tunneler tip and this is a known issue for glidepath tunnelers. The end fragment of the catheter loading tip on the tunneler was broken in two pieces and the break surface profiles matched one another. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date: 07/2020).

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2020).

Event description:
It was reported that prior to placing the dialysis catheter, the tunneler allegedly broke. Another device was used to complete the procedure. There was no reported patient contact.